Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent product ID ped2-375-12 (lot d001781);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after delivery, the pipeline flex with shield technology stent pushwire/capture coil was stuck at the sleeves during retraction into the phenom 27 microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular, anterior choroidal artery aneurysm. The landing zone arterial diameter was 3.5 mm distally and 3.7 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported very good distal and proximal landing zones and wall apposition. After the pipeline was deployed, an attempt was made to recapture the wire with the phenom 27 but the wire was unable to be pulled into the microcatheter because of the sleeves. The microcatheter and wire were removed together with the tip coil remaining outside of the catheter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pushwire was not rotated during removal. The pushwire / capture coil was stuck at the sleeves proximal to the tip coil. There was no damage to the catheter or pushwire. The capture coil was not damaged during removal.